Event description:
According to the reporter: upon retrieval of the specimen, the surgeon noticed half of the ring on the bag broke off the device and fell into the pt's cavity. The surgeon was able to retrieve the part and the specimen. The case was completed. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).